Event description:
A peritoneal dialysis registered nurse (pdrn) reported that the patient was diagnosed with peritonitis. Upon follow-up, the patient¿s pdrn reported the patient presented to the pd clinic on (B)(6) 2024 with fever, abdominal pain, and cloudy pd effluent. A pd effluent culture was obtained. The patient was diagnosed with peritonitis. The patient was administered intraperitoneal (ip) vancomycin 2g one time. Additionally, the patient was prescribed ip tazicef 2g daily for 3 weeks. The culture resulted positive for gram-positive coagulase-negative staphylococci (cons). The patient¿s antibiotic treatment was adjusted and ip vancomycin 2.5g daily for three weeks was added. The patient was not hospitalized and continued to complete pd therapy utilizing the liberty select cycler during recovery. The patient¿s repeat cultures (unknown date), and white cell count (date not provided) showed the peritonitis had cleared. The cause of the peritonitis was not confirmed; however, no cassette leaks or other issues with the liberty select cycler or cycler set were reported.